Manufacturer narrative:
No unexpected displayable history error alarm or unexpected restart alarm anomaly noted during testing. Insulin pump passed the error test and self test. Device alarmed during basic occlusion test due to loose or protruded drive support disk. Device received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker.

Event description:
It was reported that the insulin pump had repeated unexpected restart alarms. The insulin pump resets, asks for rewind and when rewind is finished the alarm occurs. Nothing further reported.